Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was initially reported that lens overrode the cartridge. Reportedly this was due to a tech error. There was patient contact with the lens. Additional information received reported that the surgeon was injecting the lens into the eye, the lens came out broken. The lens was removed and replaced in same procedure. There was no patient injury. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The plunger and pushrod were observed in advanced position. Residue of viscoelastic material was observed on the cartridge. The cartridge tip was observed slightly deformed. The lens was also observed stuck at the cartridge tip section. The lens was removed from the preloaded device to address the complaint issue reported. The lens and haptics were observed damaged. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. The event was reportedly due to a tech error. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request for this po number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.